Event description:
It was reported that patient had onset of low voltage and connect to power alarms with indicator light at white power cable the past 2-3 days. They tried cleaning clips and batteries with no improvement. When they arrived in clinic their controller would not communicate with either heartmate touch (hmt) in clinic. Manual interrogation of alarms showed the same information. The patient was provided a new primary controller. It was later communicated that heartmate touch was working as expected and controller exchange resolved the connection issue and alarms. The low voltage and connect to power alarms also resolved after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of communication issues and abnormal power cable disconnect/low voltage alarms were confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Upon connecting the controller to a test power module, it was noted that the controller did not properly communicate with the system monitor. The power cables of the controller were then replaced. Following this replacement, the controller was able to communicate with the system monitor or heartmate touch without issue. Log files were successfully downloaded, and the repaired controller then went on to pass each step of functional testing. The exchanged power cables were then reconnected to the controller, and the controller was connected to a mock circulatory loop. Abnormal power cable disconnect alarms activated with manipulation of the white power cable. Further evaluation revealed that four of the inner wires within the white power cable had been broken at the base of the connector¿s strain relief. Two of these wires pertained to the transmission and receiving communication of the controller, which therefore resulted in the communication issues. The other two damaged wires pertained to the battery gauge (rsoc) and digital ground, which therefore resulted in the abnormal power cable disconnect alarms. The downloaded log file from the returned controller contained approximately 3 hours of relevant data on 04aug2023 (9:35 to 12:10 per timestamp). Intermittently throughout the data, atypical power cable disconnect and low voltage advisory alarms were observed. These alarms activated due to the rsoc of the white power cable briefly fluctuating below either of the designed alarm thresholds and are consistent with the observed damages to the wires within the white power cable. The observed events did not impact the operation of the pump, as it maintained a speed above the low-speed limit while the driveline was connected. The root cause of the reported events was determined to be damage to multiple wires within the system controller¿s white power cable. A cause for the damaged wires could not be conclusively determined through this analysis. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low voltage alarms. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.